Event description:
The surgeons reported that one 2.0mm screw broke during surgery and part of the screw remained in the patient's bone.

Manufacturer narrative:
Device returned to manufacturer and evaluation pending. A follow up report will be sent when information is available.